Manufacturer narrative:
Section a1-a4: there was no patient involved section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module makes an internal "clicking sound" when connected to ac power and the ac power light turns yellow, not green. Customer replaced the power module internal backup battery with a new battery, same issue. Customer requested power module repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the power module (serial number: (B)(6) not powering on and making a clicking noise were confirmed via investigation of the returned product. The power module returned to the pleasant service depot (psd) and when the unit was connected to ac power, a clicking noise was noted and the unit did not power on as intended. The issue was traced to the power supply assembly. The purchase order for the repairs was declined by the customer, so the unit returned unrepaired and labeled ¿not for human use¿. The root cause for the clicking noise and the unit not powering on as intended was traced to the damaged power supply assembly; however, the root cause for the damaged power supply assembly was not able to be conclusively determined via this investigation. It was found during investigation that there was damaged housing due to battery leak and a damaged streamline connector wire. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. The heartmate 3 instructions for use, section 10, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.